Event description:
Customer reportedly began to feel unwell when she returned from a walk. She experienced hypoglycemic symptoms including dizziness, vomiting, and loss of consciousness. A blood glucose measurement was taken on her mobile system, and the result was 3.9 mmol/l. No treatment was provided. A second measurement was taken on her mobile system, and the result was "hi" (>33.3 mmol/l). Her son contacted the paramedics, and her blood glucose was 1.3 mmol/l on the professional meter. All blood glucose results were within 10 minutes. She received treatment of "hypostop," and a blood glucose measurement following treatment was 23.0 mmol/l on her mobile system. No additional information is available. The alleged products were requested for evaluation; however, the test strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.